Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the insulin pump had power loss alarm because battery cap was missing more than 10 min. The customer's blood glucose was 130 mg/dl. The insulin pump will not be returned for analysis.